Manufacturer narrative:
The subject device was not returned to omsc for evaluation but was returned to (B)(4). (B)(4) checked the subject device and found the reported phenomenon. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the inspection for daily check before use the system at the repair center of olympus (B)(4), it was found that the examination lamp did not work and the emergency lamp had worked instead. The total working hours of the examination lamp was 200 hours. The occurrence date of the event is unknown. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The exact cause of the reported phenomena could not be conclusively determined. However, based on the reported information, the reported phenomena were attributed to the failure of the main (xenon) lamp. The failure of the main (xenon) lamp could not be identified. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus service operation repair center, it was found that the amount of light is low and the endoscopic image could not be seen due to failure of main lamp failure. If additional information becomes available, this report will be supplemented.